Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer checked the system. The engineer replaced seals. A kinked vacuum tube was observed and corrected. No further discrepancies were reported after the service visit. The investigation determined the service actions resolved the issue. The issue is consistent with insufficient maintenance.

Event description:
The initial reporter stated they received discrepant results for 9 patient samples tested with the na electrode on a cobas pro ise analytical unit. The customer stated they received low recovery on controls run for na and chloride. The customer changed system reagents, changed the electrodes, and cleaned the probes. Patient samples were repeated and 9 had discrepant results. Please refer to the attachment for all patient data.